Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim, fading and discolored. Unrelated to these issues, investigation showed that the audio bolus button cover was damaged/punctured. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.